Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf1633/ serial #(B)(6), UDI #(B)(4) which is captured in manufacturer report #3007284313-2020-01017. Results code 1 updated conclusions code 1 updated conclusions code 1: code 22 - according to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as rupture. Furthermore, the gore® dryseal flex introducer sheath IFU states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf1633/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, and 12fr. And 16fr. Gore® dryseal flex introducer sheaths as accessories in the procedure. The 12fr. Introducer sheath was inserted from the patient's right femoral artery, and the 16fr. Introducer sheath was inserted from the patient's left femoral artery. The diameters of the patient's right and left femoral arteries was reported as approximately 6-7mm. Slight bleeding was reported during advancement of the 12fr. Introducer sheath on the patient's right side. No resistance was reported while operating the introducer sheaths. It was reported that, upon removal of both sheaths, rupture of the patient's right and left femoral arteries was observed. The physician stated that the patient's bilateral access arteries were weak (defined as containing calcification and thrombus). The rupture site of the patient's right femoral artery was sutured. The rupture site of the patient's left femoral artery was sutured, with a thrombectomy performed. It was confirmed that blood flow of the patient's bilateral peripheral arteries was improved. The procedure was concluded. There were no further reported issues. The patient tolerated the procedure.